Event description:
It was reported that a plastic piece was covering the cartridge pigtail prevented insulin delivery. The customer's blood glucose (bg) level was 502 mg/dl. The customer administered a manual injection to address bg. Reportedly, the customer resumed insulin therapy successfully with the same cartridge.